Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was recovered from the peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask when performing peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 1 gram (route, frequency, and duration not reported) and fortum injection 1 gram (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. At the time of this report, the patient remained hospitalized. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.